Event description:
Lap chole - "surgeon placed 3 clips successfully. Placed 4 clips (very closely placed together) on vessel. Surgeon made cut between 1st and 2nd clip. Second clip began to slip off. Discusses with surgeon that 3rd and 4th clip were secure and he agreed." Pt status: "normal".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.